Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via a personal contact, who was implanted with a neurostimulator for spinal pain. The caller reported the patient was complaining about vibrations in the groin which was causing her pain. It was noted the vibrations occurred when she would sit to color. The caller tried changing the stimulation and tried using groups a, b, and c. The patient was to follow up with her healthcare professional. It was also noted that the patient was having less use of her left leg and she did not know if it was related to the device or not. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.